Manufacturer narrative:
Product ID (B)(4) lot# va1ggtc implanted: (B)(6) 2017 explanted: product type lead, ubd: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Device codes where updated to current coding structure. Device code: (B)(4) applies to both the implantable neurostimulator (ins) and lead, all other codes apply to the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The repreported that the patient is now being followed by another physician/implanter. The rep stated that the device had been checked due to the patient falling. The rep noted that he did not know the timeline or details of the patients fall. The rep stated that the readings were slightly above normal. The physician ordered x-rays. The physician determined that the lead had retracted, and the generator had flipped. The rep reported that the physician is scheduling a removal and replacement of the system in (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had fallen and hit right where the device was located. The patient stated that they did not think that the device was working anymore and noted that they were experiencing a return of symptoms. The patient noted that they received the device for bladder but could not hold it. The patient was not feeling any stimulation and confirmed that the stimulation was on by syncing the patient programmer (pp) to the implant. The patient adjusted stimulation to 3.7 v and noted that it was comfortable. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was still having concerns with therapeutic effect and had to get up 7 times last night to use the bathroom. The patient stated that her healthcare provider (hcp) told her to contact a manufacturer representative (rep), but that she had not heard from him yet. The patient was redirected to their hcp to set up an appointment with their rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having leakage and thought their battery was out. Patient clarified they thought the battery was out because they didn't feel stimulation. Patient added they fell and broke their arm in 2 places, it was confirmed the fall was unrelated to the device. Patient stated that since the fall, they noticed their leakage had returned. Patient met with their healthcare provider the day of the report and their healthcare provider directed to them to contact the manufacturer. Patient was unable to troubleshoot because they were driving at the time of the call. It was reviewed the patient could call back to check if the ins was still functioning over the phone and possibly make an adjustment. The manufacturer representative was sent a message on the patient's behalf.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ggtc, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported by the rep that the patient had a removal and replacement of the lead and generator on (B)(6) 2018. In regards to the statement ¿the readings were slightly above normal,¿ the rep clarified that the patient¿s impedance readings were greater than 4000 on several pairs. It was clarified that the lead retracted/migrated from a patient fall. It was noted that the lead and ins would not be returned for analysis and that the provided information had been confirmed with the physician account. There were no further complications reported/anticipated.